Event description:
The customer reported that the ventilator only runs on battery power. The customer reported there that the unit was unit in use on patient, but there was no patient harm reported. Patient information was requested, but no response received.